Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent deployment issues and stent damage occurred. Vascular access was obtained via a contralateral approach. The 100% stenosed target lesion was located in the mildly tortuous and mild to moderately calcified superficial femoral artery (sfa). Following pre-dilation, a 7 x 200 x 130 innova self-expanding stent was advanced over a .014 non-bsc filterwire to the target lesion. After approximately 60-80mm of the stent was deployed, the thumbwheel of the delivery system no longer was working. The pull grip was then attempted to deliver the stent; however, this was met with great resistance. The physician ultimately was able to deploy the stent using a combination of the thumbwheel and pulling the system backwards. This resulted in the stent being elongated. A non-bsc stent was deployed inside the elongated segments of the innova stent and the procedure was concluded. There were no further patient complications and the patient condition is fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds). The outer shaft, middle shaft, the inner liner and the remainder of the device were checked for damage. There was a kink at the nosecone. The stent was not returned with the device. The .014 guidewire was returned stuck in the device. The handle was separated to investigate inner components for damage. It was noticed that the proximal inner was prolapsed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent deployment issues and stent damage occurred. Vascular access was obtained via a contralateral approach. The 100% stenosed target lesion was located in the mildly tortuous and mild to moderately calcified superficial femoral artery (sfa). Following pre-dilation, a 7 x 200 x 130 innova self-expanding stent was advanced over a .014 non-bsc filterwire to the target lesion. After approximately 60-80mm of the stent was deployed, the thumbwheel of the delivery system no longer was working. The pull grip was then attempted to deliver the stent; however this was met with great resistance. The physician ultimately was able to deploy the stent using a combination of the thumbwheel and pulling the system backwards. This resulted in the stent being elongated. A non-bsc stent was deployed inside the elongated segments of the innova stent and the procedure was concluded. There were no further patient complications and the patient condition is fine.